Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: a review of the pump¿s black box revealed a voltage drop on (B)(6) 2016. The pump powered on with the returned battery cap to an audible tone, vibration alert and a blank display. The battery cap is able to fully tighten. The battery compartment was intact. The current draws were not within specification. The sleep, load and rewind values were not able to be obtained due to a blank display. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Further investigation indicated a voltage regulator was drawing high current, resulting in the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). Correction to serial #. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.